Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, fse at customer's site, found intermittent x axis cup pick up issue. Fse replaced x axis cup pick up unit and cup transfer flat cable, but error persisted. Fse replaced x axis cup transfer cable, checked alignments, ran cup transfer evaluation macro, ran qc validation and results all completed successfully without error. The aia 2000 instrument is functioning without errors after completing the repair. A 13 month complaint history review and service history review for similar complaints was performed for the serial (B)(4) from 30dec2016 through aware date (B)(6) 2018. There were two (2) similar complaints identified during the searched period, which includes this event. The aia 2000 operator's manual under appendix 4: error messages, states the following: [2182] x-axis cup transfer dropped cup is generated when the cup-gripping sensor failed to detect a cup prior to the cup release operation. Solution: contact tosoh service center or local representatives. [2181] x-axis cup transfer cup pickup failure is generated when the cup-gripping sensor failed to detect a cup after cup pickup. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to faulty x axis transfer cable.

Event description:
On (B)(6) 2018, a customer reported getting error messages 2182 "x axis cup transfer dropped cup" and 2181 "x-axis cup transfer cup pickup failure" during a run causing the run to abort on the aia-2000 instrument. The customer attempted starting another run but same errors reoccurred. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prolactin (prl), luteinizing hormone (lhii), follicle stimulating hormone (fsh) and estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.